Event description:
It was reported that dosing on the ilet stopped due to a dexcom g7 cgm signal loss to the ilet, after which a fingerstick reading of 301 mg/dl was entered and dosing resumed following cgm toggle, pump restart, and re-pairing that restored cgm communication. Symptoms included dry mouth consistent with hyperglycemia. Outcomes included temporary interruption of insulin dosing with recovery after successful troubleshooting, and no alerts or alarms were reported on the cgm. Investigation included customer care troubleshooting and user education to re-establish cgm-to-ilet communication. Investigation of this case revealed a communication disconnect between the cgm and the ilet that led to suspended dosing, which resolved after re-pairing and device restart. It was concluded, based on previously established findings for similar reports, that the cause was cgm-to-pump communication loss.